Event description:
In 1999 pt had a birch procedure where a foley cath was inserted. Pt experienced leakage from the cath. Staff member was removing foley. Balloon was emptied and an attempt was made to remove the foley, but was met with resistance. An attempt was made to re-empty balloon, no fluid was extracted and still unable to remove foley. After 3 attempts to remove foley, physician notified. In physician's attempt to remove the catheter the tubing broke off with a portion of the tubing remaining in the pt's bladder. Urologist contacted to perform a cystoscopy. Unable to retrieve tubing as it was determined that the tubing was stitched to the bladder. Consent obtained for a cystotomy to remove tubing. Tubing removed with no further complications. Pt stable and went home. Investigation showed user error.